Event description:
(B)(6); patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint was re-opened as stem product/lot information received.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Litigation papers allege patient suffered the following personal injuries as a result of the implantation with the asr hip implant: past, present and future physical suffering, including but not limited to: extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. In addition, he was injured by excessive levels of chromium and cobalt. Depuy still considers this investigation closed.

Event description:
Patient was revised. The reason for revision was not given. Update - medical records received 11/30/2011. Medical records indicate that the patient was revised to address pain, a small amount of proximal femoral osteolysis, evidence of some osteolytic changes in the pericapsular tissue, evidence of corrosion at the junction of the modular neck sleeve.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - medical records received 11/30/2011. Medical records indicate that the patient was revised to address pain, a small amount of proximal femoral osteolysis, evidence of some osteolytic changes in the pericapsular tissue, evidence of corrosion at the junction of the modular neck sleeve. Stem and sleeve added to complaint. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records was not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.